Event description:
During surgery two disposable endoscopic instruments reprocessed by stryker sustainability solutions failed to function properly in conjunction with the electrosurgical cautery. Troubleshooting involved changing out cords as well as esu, both to no avail. Eventually the case was completed using non-disposable instruments. Dr. (B)(6) commented that the duration of the case was lengthened by a minimum of thirty minutes due to the malfunction. Item is an ¿endo mini-shears w/unipolar cautery 5mm¿ from auto suture co. Reprocessed by stryker sustainability. Second time is an ¿endopath curved dissector w/ unipolar cautery 5mm¿ from ethicon endo-surgery inc. Reprocessed by stryker sustainability. (B)(4).